Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that they are not in their original packaging. The insertion devices were returned in the pret2/postt1 setting with no suture or implants returned. A functional evaluation finds they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the t2 implants of two (2) fast-fix 360 curved failed to deploy. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. Corrected info in h6 (health effect - impact code).

Event description:
It was reported that, during a meniscus repair procedure, the t2 implants of two (2) fast-fix 360 curved failed to deploy. The t1 implants of both devices were successfully removed with grasper. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.